Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Cts assisted customer with reset of pump however the pump never turned back on. The customer can't replace this pump as it is a loaner pump and contacted the healthcare provider about renewing the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.